Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with minor scratched lcd window, cracked keypad overlay, and label damage. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with displacement test, sleep current measurement, active current measurement, and self test. No button error alarm noted upon testing. No failed battery test alerts noted during testing or when inserting a new battery. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were sticky, buttons error alarm. Insulin pump had reject new batteries, crack on screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.